Manufacturer narrative:
D4: the UDI number is not known as the part and lot number were not provided. Literature review: tricuspid annuloplasty for hypoplastic left heart syndrome: hlhs - cusp extended by a pericardial patch. As reported in a research article, the patient presented with prior norwood surgery, b-t shunt, and bi-directional glenn shunt. The patient had a severe tricuspid regurgitation caused by incomplete coaptation via a shortened septal cusp. The shortened septal cusp was reinforced with a pericardial patch, followed by implant of the 25mm tailor ring. After releasing the aortal cross-clamp, transesophageal echocardiography detected distension of the septal cusp, leading to regurgitation at both commissures. The right atrium was incised again, revealing that the 25mm tailor ring had deformed the commissures and caused aggravation of the regurgitation. The ring was explanted, and a mattress stitch was added at the commissure between the septal and posterior cusps, improving the regurgitation to a trivial level. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information, the cause of the reported event could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the device was explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature review: tricuspid annuloplasty for hypoplastic left heart syndrome: hlhs - cusp extended by a pericardial patch.

Event description:
The article, "tricuspid annuloplasty for hypoplastic left heart syndrome: hlhs - cusp extended by a pericardial patch", was reviewed. The article presented a case study of a 1-year-old male patient with prior norwood surgery and b-t shunt, and bi-directional glenn shunt. It was reported that on an unknown date, a 25mm tailor flexible annuloplasty ring was chosen for tricuspid annuloplasty to treat severe tricuspid regurgitation due to incomplete coaptation via shortened septal cusp. The shortened septal cusp was reinforced with a pericardial patch, followed by implant of the 25mm tailor ring. After aortal cross-clamping was released, transesophageal echocardiography detected the septal cusp had become distended, subsequently leading to regurgitation at both commissure with the septal cusp. A decision was made to perform aortal cross-clamp and the right atrium was incised again. It was noted the commissures became deformed by the 25mm tailor ring and caused aggravation of the regurgitation. The 25mm tailor ring was explanted and one mattress stitch was added at the commissure between the septal cusp and the posterior cusp. The regurgitation improved to trivial regurgitation. That patient status was noted to be waiting for subsequent fontan surgery. [The primary author was (B)(6)].